Event description:
This pt was admitted to the hosp with a chif complaint of silent ischemia as evidenced on stress test. The pt was currently taking aspirin, beta-blockers, and statins. The pt was taken electively to the cardiac cath lab, where angiography revealed a 75% de novo, mildly calcified, 18mm lesion proximal lad. A bolus of heparin was administered via IV. No gpiibiiia's were administered; however, a loading dose of 600 mg plavix was given intra procedure. There were no difficulties in accessing or wiring the vessel noted. The proximal lad lesion was predilated. A 3.0 x 23mm cypher stent was deployed with suboptimal results. The stent was post-dilated. Flow through the stented segment was timi iii. Residual stenosis was reported to be 10%. The pt was discharged on the same pre-procedure medications, with the addition of plavix, the following day.approximately seven mos later, the pt underwent an add'l cardiac cath. It is unknown if the pt was symptomatic or if this was a scheduled followup. Repeat angiography demonstrated a thrombus within the previously placed cypher stent in the proximal lad. This was treated with re-ptca with a cutting balloon and an add'l stent placement. The outcome of the event is unknown.